Event description:
The customer reported that the ventilator is displaying a message that the backup battery is not connected. The ventilator was put into use on a patient by the customer. There was no patient harm reported. Upon evaluation of the unit, the manufacturer's service technician reported upon power on via ac power it displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. Review of the ventilator log history indicated a 24/12 volt power failure occurence during operation, as well as repeated codes for no backup battery connected. The service technician replaced the power supply and backup battery to correct the findings. Performance verification testing was completed and all tests passed to operating specifications. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Failure to maintain the backup battery is reported as a user error.

Manufacturer narrative:
Power supply; battery.